Event description:
The patient was implanted with a left ventricular assist device. The patient had a previous pump exchange for driveline and pump pocket infection on (B)(6) 2014. The inflow conduit and outflow graft were left in place from initial implant. On (B)(6) 2015, the patient expired due to sepsis and hemorrhagic stroke.

Manufacturer narrative:
The referenced previous pump exchange was reported under medwatch MFR # 2916596-2014-02123. Approximate age of device - 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported stroke could not be conclusively determined. Stroke, bleeding, and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.